Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the customer experienced high blood glucose of 400 mg/dl and 500 mg/dl. The caller reported that the customer had issues with bent cannula and leakage on top of the infusion set. The customer's blood glucose was 280 mg/dl at the time of incident. The insulin pump will not be returned for analysis.